Event description:
It was reported the quantum footswitch stopped working intra-operatively. The physician completed the procedure with a shaver. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. The catalog number of the reported device was not available.